Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A review of the event history log identified an infusion closely matching the event parameters reported by the customer was programmed on (B)(6) 2020. At timestamp 21:18 the infusion was started with a volume-to-be-infused (vtbi) of 118 at a rate of 333 ml/hr and a "remove clamp to run" alarm occurred and was cleared. At timestamp 21:38, an "upstream occlusion" alarm occurred, the user updated the vtbi from 6.7 ml to 55 ml and continued the infusion. At timestamp 21:48, the user again updated the vtbi to 55 ml. Per a caution statement in the spectrum iq operator's manual, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had under infused ferumoxytol. The infusion was set to infuse 120 ml of ferumoxytol, dose 510ml/hr, at a rate of 333 ml/hr for twenty minutes. The infusion took almost one hour. It was also noted that it was a primary infusion with a 36 inches distance between the pump and the top of the fluid level in the primary container. The event happened at the infusion therapy area. There was no known patient injury or medical intervention associated with this event. No additional information is available.